Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a "large amount of air" was observed in the medication bag and tubing of a cadd® administration set. The patient called the distributor when they heard an "air in line" alarm. A home visit was made, and that it when the air was observed. The air was primed out of the bag and tubing and the infusion restarted. The dose was delayed by 35 minutes. No injury was reported.